Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the left front corner of the top case was broken and the battery door was cracked on the screw hole. A review of the event history log identified syringe plunger not in place in history. During functional testing the syringe plunger not in place was found during the syringe test and failed plunger sensor reading. Q1 was broken off from plunger board and plunger board broken off from glue. The root cause of the issue is known and is design related. Replaced plunger board. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump would not recognize the syringe. No patient injury was reported.